Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10087, 2134265-2016-10086. It was reported that post a stenting treatment procedure the patient died. The patient had three synergy stents implanted and was discharged. On the way home following hospital discharge, the patient experienced another "heart attack" and died. The physician mentioned to the patient's family that one of the synergy stents "collapsed".